Event description:
The pt had restorative proctocolectomy for refractory ulcerative colitis surgery on (B)(6) 2015. The surgeon used a 75mm cutter stapler. On the third "fire" the stapler misfired and only 25 percent on the stapler fired. The pt returned to the operating room on (B)(6) 2015 due to an anastomotic leak. It is not certain at this time if the leak was related to the misfire.